Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(4) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of the call. The customer used the pump and manual injections, and was given intravenous insulin to treat. The customer experienced symptoms such as ketones. The customer was wearing the insulin pump during the incident. The customer was alleging under delivery due to the multiple set changes that did not lower their blood glucose. Troubleshooting was not completed. The pump also had physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip slot, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.